Event description:
It was reported that during a procedure of a patient with acute myocardial infarct of the mildly tortuous, mildly calcified, 99% stenosed, distal right coronary artery, the vision stent delivery system (sds) was being advanced over the balance middleweight (bmw) guide wire within the guide catheter when the stent delivery system froze on the guide wire. The bmw and sds were removed as a unit from the anatomy outside the guide catheter. There was no reported adverse patient effect. A second bmw guide wire and sds were used to complete the case with the same guide catheter. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The balance middleweight (bmw) guide wire referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual/dimensional/functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.